Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). Evaluation summary: this report for a system error 2240 (air in set) was confirmed; per the complaint information the cause of the alarm is due to air being sucked into the disposable because the hp was keeping the clamp on the patient line closed during priming. Labeling review finds the labeling adequate for the use error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp states she had an alarm last night she has already cleared. The tsr explained the alarm and probable causes. Baxter product surveillance contacted the hp on (B)(6) 2011. The hp stated that she actually did not realize that she was not priming the machine properly since she left the clamp on the patient line closed during prime. The hp then connected to the hc during initial drain and received the alarm. The hp now knows that it's incorrect to do that and will not do that in the future. The hp had notified their nurse regarding the alarm. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.